Event description:
Event description guidant received information that these 4469-456953 atrial and 4087-245050 right ventricular leads both required repositioning due to microdislodgement. During the lead revision procedure, both leads were explanted and replaced due to damage induced during the repositioning. No adverse patient effects were reported.